Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had numerous cracks. The blood glucose reading was 243 mg/dl. The customer stated that the cracks were at the top right and lower left of the screen, as well as on the back of the battery compartment. She stated that the damage was caused by normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.